Event description:
Plaintiff alleges the development of an allergy to latex related to the use of latex gloves, plaintiff, alleges the loss of the society, consortium and services of his spouse, and suffered an economic loss.